Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the unit gave an e-1 error during a case. It was further reported that there was only a momentary delay in the case. There was no harm to the pt.